Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the handset got stuck at 90% for the last 2 and half months. The patient stated the controller goes from 0% to 90% in 15 seconds and takes 3 minutes to go from 90% to 100%. The patient gets 10 boluses a day. The agent explained how to close all applications, but the patient could not figure out how to close the applications. The patient services assisted the patient with clearing the data on the controller and device connected to the implant. The troubleshooting steps that were taken on the call resolved the issue.